Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/24/2019. Device returned to manufacturer: yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was in advanced position and locked. A scarce amount of lubricant residue was observed at the cartridge tube. One haptic was observed stuck in the cartridge tube. The cartridge tip was observed deformed. The customer''s reported complaint was verified; however the complaint could be related to the scarce amount of lubricant used that could have caused a resistance, leading to break the lens with the pushrod. The dfu (directions for use) state to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device). As a result of the investigation, there is no indication of a product quality deficiency all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that there was no vitrectomy performed and another intraocular lens (model and diopter unknown) was implanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted and therefore unknown if explanted. (B)(4). Attempt have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (iol) the haptic broke in the cartridge. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.